Manufacturer narrative:
An event regarding loosening involving an exeter low profile acetabular cup was reported. The event was confirmed. Method and results: device analysis was not performed as the device was not returned for evaluation. A review of the medical records by a clinical consultant noted: ''x-rays prior to revision confirm a loose exeter cup with central migration while the exeter stem still appears stable although some radiolucent lines are evident around the distal stem section''. ''There are no early post implantation x-rays of the exeter stem and cup and as such it is not possible to establish a reason why the acetabular cup became loose in the first place. It might be related to cementation technique but such is far from evident on the pre-revision x-rays.'' Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion a medical review concluded that as there are no early post implantation x-rays of the exeter stem and cup and as such it is not possible to establish a reason why the acetabular cup became loose in the first place. The rotational strain upon a weakened osteoporotic femur during exposure for acetabular revision caused the periprosthetic fracture. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported by the orthopaedic research physiotherapist that an incident occured during a revision surgery that took place at the (B)(6) hospital at (B)(6). It was confirmed that the surgeon was revising an acetabular cup that migrated and during the surgery the femoral bone of the patient fractured. It was further reported that the surgeon admitted that the femoral fracture is due to the patient`s bone quality being poor.

Manufacturer narrative:
An event regarding loosening involving an exeter. Low profile acetabular was reported. The event was confirmed. Method & results: -device evaluation and results: device analysis was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the medical records by a clinical consultant noted: x-rays prior to revision confirm a loose exeter cup with central migration while the exeter stem still appears stable although some radiolucent lines are evident around the distal stem section. There are no early post implantation x-rays of the exeter stem and cup and as such it is not possible to establish a reason why the acetabular cup became loose in the first place. It might be related to cementation technique but such is far from evident on the pre-revision x-rays while no supplemental evidence was reported in the medical records. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusion: a root cause could not be determined from the information provided. The medical review concluded that as there are no early post implantation x-rays of the exeter stem and cup and as such it is not possible to establish a reason why the acetabular cup became loose in the first place. The reported indicated, "it was further reported that the surgeon admitted that the femoral fracture is due to the patient`s bone quality being poor." No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported by the orthopaedic research physiotherapist that an incident occured during a revision surgery that took place at (B)(6). It was confirmed that the surgeon was revising an acetabular cup that migrated and during the surgery the femoral bone of the patient fractured. It was further reported that the surgeon admitted that the femoral fracture is due to the patient`s bone quality being poor.

Event description:
It was reported by the orthopaedic research physiotherapist that an incident occurred during a revision surgery that took place at the (B)(6) hospital. It was confirmed that the surgeon was revising an acetabular cup that migrated and during the surgery the femoral bone of the patient fractured. It was further reported that the surgeon admitted that the femoral fracture is due to the patient`s bone quality being poor.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not available.